Event description:
The customer reported on smoking instrument with ID now covid-19 instrument on (B)(6) 2022.the customer confirmed there was no harm or injury due to the smoking instrument. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Updated data: h3: device evaluated by manufacturer. H3: reason device not evaluated by manufacturer. The customer reported that their ID now instrument serial number 5f470d1b was smoking. The customer confirmed that the instrument was connected to a direct wall outlet. The instrument was returned for investigation. The release documentation for instrument pn: nat-024 and instrument serial number 5f470d1b was reviewed and the instrument met all release criteria. The current overall incident rate for instrument or device smoking ID now based on the total quantity distributed is 0.0683%. Based on the evidence available, the instrument is performing as expected. Upon receipt at abbott diagnostics scarborough, the instrument was inspected and found to be contaminated with amplicon and scrapped without further investigation. In conclusion, the customer¿s returned instrument could not verify the smoking the issue when tested at abbott diagnostics scarborough. Because the customer issue was not replicated, an assignable cause could not be determined.d4: UDI (B)(4).

Event description:
The customer reported on smoking instrument with ID now covid-19 instrument on 21nov2022.the customer confirmed there was no harm or injury due to the smoking instrument. No additional patient information, including treatment and outcome, was provided.